Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation confirmed that the device could not generate and control a negative pressure or start-up correctly, establishing a relationship with the reported events. The root cause is a defective motor and a defective main board. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device motor is leaking and was found unable to start up correctly. No patient involved, found during service and repair.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found unable start up correctly due to the mainboard being defective, besides the motor is leaking. No patient was involved because this was found during service and repair.